Event description:
Per the clinic, the device was explanted (B)(6) 2015, due to breakdown of skin around implant site subsequent to chronic steroid use. Re-implantation is planned, however has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed july 7, 2015.

Manufacturer narrative:
(B)(4).